Event description:
In 2008, a diabetic nurse educator, dne, informed a lifescan professional rep that one of her young pts had been admitted to the hosp with a diagnosis of diabetic ketoacidosis (dka). The date was not provided. The week prior to the event the pt was seen in the clinic or center for a checkup. Reportedly, the results in the pt's log book and in her one touch ultramini "looked great." Only after or during the hospitalization did the dne learn that results in the meter and log book were from control solution. It is not clear if these reported control solution results were some or all of the results in the log book. Reportedly, the pt had been testing with control solution and these results were recorded as blood glucose results. However, it was not completely clear if this action was intentional or not. The meter serial number and the test-strip lot number were not available to the dne. Lifescan is attempting to obtain additional info such as symptoms during the checkup and before the admission; whether the pt had tested with blood the week before the admission and the results; insulin regime and whether the pt had altered it; admitting blood glucose; length of time the pt had owned and used the meter. There is no evidence the product malfunctioned or contributed to a serious injury. However, based on the allegation from the diabetes nurse educator the pt had reported normal results from her logbook and the following week the pt was admitted to the hosp for dka. For this reason, the complaint is classified as an adverse event.

Manufacturer narrative:
Pt info were not provided by the nurse diabetic educator. If obtained, it will be documented in a supplemental.